Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient reported that when inserting the sensor, the needle got stuck in her skin and that she had to call an ambulance. The patient was brought to a surgical clinic, but it could not be confirmed if a surgical procedure was deemed to be necessary to remove the needle from the skin. The patient did confirm that the sensor with the jammed needle was retained by the hospital. Attempts to contact the patient to obtain more information were unsuccessful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.